Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system of the stent was returned for evaluation with the stent partially deployed. During testing in the lab, the stent could be completely deployed at regular forces. The investigation is however closed with confirmed results for partial deployment. In this case, it was reported that a 6f introducer was used for access, the tracking vessel was tortuous and somewhat calcified, and the lesion was not predilated. A manufacturing root cause was considered. Based on available information and returned sample evaluation, the investigation is closed with confirmed results for misfire. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the instruction for use was found to sufficiently address the potential risks, e.g.,should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Regarding use of accessories the instruction for use states: the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. Regarding preparation the IFU states: predilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. G3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure via femoral artery by using the lifestar vascular stent. It was reported that during the procedure, only half of the stent opened, and excessive force was required to open the remainder, so the delivery system was allegedly removed. The procedure was completed using another stent. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure femoral artery by using the lifestar vascular stent. It was reported that during the procedure, only half of the stent opened; excessive force was required to open the remainder, so the delivery system was allegedly removed. The procedure was completed using another stent. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met specifications prior to shipment. Based on the information available, a root cause could not be determined. Investigation summary: the delivery system of the stent was not returned for evaluation and photos were not provided which leads to inconclusive results. There were no indications of manufacturing deficiencies. Based on available information and as the sample was not provided for evaluation, the investigation is closed with inconclusive results for misfire. A definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed and the IFU was found to sufficiently address the potential risks, e.g., should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Regarding use of accessories the IFU states: the 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion. Regarding preparation the IFU states: pre dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.